Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced discrepant glucose readings in which the cgm indicated low values while a fingerstick measured 375 mg/dl, leading to device disconnection, a manual insulin injection, cgm sensor replacement, and later reconnection to the ilet after the two-hour interval, with subsequent glucose decline from 294 mg/dl to 237 mg/dl. Symptoms included hyperglycemia without ketone testing, without loss of consciousness, dizziness, or diabetic ketoacidosis, and without need for external assistance or medical intervention. Outcomes included transient hyperglycemia managed with back-up therapy and continued use of the system after education on basal adaptation. Investigation included user verification of correct pump-cgm pairing, guided sensor replacement, review of potential compression artifact causing false low cgm readings, and follow-up trend assessment. Investigation of this case revealed a likely cgm-related inaccuracy due to compression causing false lows, prompting inappropriate carbohydrate intake and subsequent hyperglycemia, with no device alarms reported and no confirmed ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with cgm compression artifact contributing to hyperglycemia.